Event description:
Customer reported that a patient with known anti-e, anti-kell and anti-jka did not react with 0.8% surgiscreen lot 8ss305 after a 15 minute incubation. Repeat testing with a 40 minute incubation resulted in reactivity with cells 2 and 3, however, cell 1 (jka positive) did not react. No death or serious injury was associated with this incident.